Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin blood collection tubes there was poor barrier separation and clotting after centrifugation seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation and clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 01-nov-2024. Investigation summary: bd received 10 samples for investigation. The samples were evaluated by visual examination and 5 samples were sent for functional testing. No issues were observed as all samples met specifications. Additionally, 100 retention samples from bd inventory were evaluated by visual examination while 5 samples were sent for functional testing and no issues were observed as all samples met specifications. Complaints for sample quality are under statistical control for the month of august 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation and clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin blood collection tubes there was poor barrier separation and clotting after centrifugation seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.